Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was intermittently resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not powering on.